Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is an off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, it was reported that at 2am, the patient had leg numbness, felt lightheaded, and was unable to walk properly. The mobile device showed 55 mg/dl, while the bg was noted at 562 mg/dl. She grew anxious and didn't know how to respond, so she decided to request an ambulance. When the emergency medical team (emt) arrived at her home, they checked her blood glucose, recording a level of 564 mg/dl, while the mobile device indicated 55 mg/dl. The emt administered insulin fluids to her until she recovered. She was advised to take it easy, stay in bed, and relax. By 6 am, she was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the d zone of the parkes error grid. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.